Event description:
It was reported that after an elevate posterior was implanted, the patient experienced dyspareunia (pain on sexual intercourse) starting on (B)(6) 2013. The patient underwent surgical dilatation of the vagina under general anesthesia on (B)(6) 2013. The event was considered ongoing (continuing). Related to manufacturer report #: 2183959-2015-00452.